Manufacturer narrative:
The device was marked as available for evaluation in; although anticipated, the device has not yet been received. (B)(4).

Event description:
It was reported that in between the surgery, during the first time put in use the new saw was not working. The surgeon claims the saw worked for less than 15 seconds and stopped. There was a minor delay while the surgeon obtained a competitor's device to complete the procedure.

Manufacturer narrative:
An evaluation was performed by the supplier (B)(4) and could not confirm the customer complaint for not working. The device passed functional testing. Unit ran for 10 plus minutes continuously without stopping. Unit cuts well and does not bog or stall. The connector end is clean and free of debris. The lever is smooth and does not hang. The button on the head is also smooth. Suspect malfunction is with either customer cable or customer console. No manufacturing related defects were observed. No further investigation is required. (B)(4).